Manufacturer narrative:
Additional information: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The reported symptom 'continuous downstream error' was verified through a review of the event history log but was not reproduced. Evaluation observed the downstream sensor was out of specification and unable to be calibrated. The downstream sensor was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced continuous downstream error. There was no patient involvement. No additional information is available.